Event description:
It was reported that a pump was alarming for a system error 105. There was no patient injury or death associated with this pump.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed through the history log but could not be reproduced. It was caused by a failed input/output (I/o) printed circuit board. As a result, the I/o printed circuit board was replaced.